Manufacturer narrative:
One medfusion¿ medfusion® 3500 syringe infusion pump was returned for analysis in used condition with a cracked right plunger case and cracked battery door. The motor rate error was duplicated using the same infusion rate as the customer (944/hr.). The lead screw nylock nut was too tight. The customer did not leave enough clearance when installing the screw. The failure mode was improper assembly. The root cause was found to be user interfacing with the product in a manner inconsistent with the information for use (IFU).

Event description:
Information was received indicating that this syringe infusion pump was returned after exhibiting a motor rate error. No adverse patient effects were reported.